Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient experiencing pain in the joint, specifically triggered by sudden mechanical loading (e.g., sneezing or coughing). He has also suffered from persistent impingement and a failed tenotomy. More concerningly, he is presenting with systemic symptoms consistent with metal ion toxicity (metallosis) from a titanium/aluminum alloy,persistent tinnitus (ringing in the ears) respiratory distress/shortness of breath neurological irritability/cognitive changes. Currently in pain and concerned about a mechanical failure (snapping) of the neck.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was contacted from a patient regarding complications including persisting pain, symptoms of metallosis, impingement and a failed tenotomy procedure. The provided information listed the specific catalog numbers and noted that these devices have been implanted for approximately 11 years. A revision operation has not occurred. The primary concern from the patient inquiry is the potential for fretting at the neck-stem junction and subsequent fatigue fracture of the profemur® short titanium modular neck, pha01252. Mpo has not received any radiographs, images, or clinical documentation for evaluation. Therefore, mpo is unable to confirm the alleged complications. Furthermore, without lot information of the subject devices, mpo is not able to review the device history record (DHR) for the subject devices or perform lot-specific trending. The current mpo hip systems package insert, reference number 150803-9, lists osteolysis, alval, and associated reaction to wear debris as possible adverse effects of total hip arthroplasty. It also states the following about modular components: "always follow the recommended surgical technique. Failure to adhere to the advised assembly instructions may have potential to increase risk of fretting corrosion, fatigue fracture or disassociation of the product. Prior to assembly, surgical debris and fluid must be cleaned from the interior of the female seat to ensure proper locking. Ensure components are firmly seated to prevent disassociation. The femoral head, neck taper of the femoral component, modular neck tapers, body taper, female seat of the proximal body must be clean and dry before assembly. Impact according to the recommended surgical technique." However, without additional information, mpo is unable to substantiate the patient claims or provide an evaluation of potential product contribution to the alleged complications. Mpo did not identify any current trends for the alleged complications involving the subject product families at the time of this complaint. Mpo will continue to monitor for complaint trends.